Event description:
The customer reported that the system was unable to perform motorized movements. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the reported issue. The rep reseated the printed circuit board. The system was tested and found to be working as intended and put back into service.